Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the pump randomly is rewinding on patient for no apparent reason. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 20-dec-2018 with the following findings: during investigation, the rewind, load and prime steps were performed successfully. No rewind issue observed in black box, alarm history. Keypad works properly. Opened pump, no evidence of the corrosion on motor flex connector. Unable to duplicate complaint about rewind issue. Unrelated to the original complaint, the battery compartment cracked in two places: near top and below bumper pad. Dim / pink/display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.